Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was found to leak from cracks in the tank. The device tank was broken and found to have been glued. It was determined the issue was caused by damage by user.

Event description:
It was reported that a smiths medical fluid warmer leaks water from the reservoir cover. No adverse patient effects were reported.